Event description:
Attorney reported: (B)(6) 2008 - pt underwent hernia repair with a composix e/x. After this device failed, the pt underwent add'l hernia repairs. The pt suffered and will continue to suffer severe physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the currently available info, it is unk whether the device may have caused or contributed to the reported event. Additionally, the device has not been returned for eval. No conclusion can be drawn at this time.